Event description:
Clinic notes for the patient was received indicating they were being referred for a replacement due to battery depletion. Implant card was received noting the battery replacement took place however there was high impedance. Post-op session report was provided noting that there was high impedance with the new battery. It was indicated that pin re-insertion was attempted by surgeon 3 times and there was no visible lead damage; however, the surgeon believes the lead damage is the cause. The device history record 39 of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient¿s device was reinterrogated and lead impedance was within normal limits. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient was having increase in seizures due to the device being off since there is high lead impedance. No additional relevant information has been received to date.